Manufacturer narrative:
Additional information: the lesion being treated was mildly tortuous, mildly calcified lesion that was prone to spasm with an estimated 70% stenosis. There was no complaint against the 2.75x12mm nc euphora used for pre-dilation. Gtn was given after pre dilation as a routine drug administration to obtain accurate angiography confirmation of vessel size. The devices were inspected before use with no issues noted. The prevail was prepped before use but the resolute onyx stents were not. There were no issues noted. Resistance was noted while advancing the devices to the lesion. Excessive force was not used for the stents. Moderately increased force was applied for the nc euphora and prevail balloon. The patient is reported to be well. Initial reporter phone number provided. Image analysis: 13 still images showing the attempted treatment of a stenotic lesion in the proximal to mid rca were provided. The vessel and target lesion are confirmed to be located in a tortuous part of the vessel. There is in-stent restenosis (isr) in the previously deployed stent in the proximal rca. Image number 4 appears to show the attempted but unsuccessful delivery of the 3.5 x 15mm resolute onyx stent. This stent was removed without deployment. Image 5 appears to show the attempted but unsuccessful delivery of the 3.0 x 12mm resolute onyx stent. Images 6 and 7 appear to show the attempted but unsuccessful delivery of the 2.75 x 12mm resolute onyx stent. Images 9 <(>&<)> 10 appear to show the attempted but unsuccessful delivery of the 2.5 x 15mm prevail drug coated balloon. This balloon was not inflated in the vessel. Image 11 appears to confirm the spasm inn the vessel and image 12 appear to show the inflation of the nc euphora 2.75 x 8mm balloon. The final angiographic image shows the rca post positioning difficulties and successful inflation of a poba balloon and an nc euphora balloon. There is no evidence of device malfunctions from the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use three resolute onyx rx coronary drug eluting stents (des) and one prevail rx drug coated balloon (dcb) to treat a lesion in the mid right coronary artery (rca). The patient was scheduled for a re-look coronary angiogram for an unstable angina relapse. It was found that the mid rca lesion had progressed with significant flow restriction. It was decided to perform a percutaneous coronary intervention(pci). The lesion was predilated with a 2.75x12mm nc euphora balloon. The lesion was successfully pre-dilated as the balloon was positioned correctly between the first and second rca marginal. Lesion preparation was satisfactory with glyceryl trinitrate (gtn) given after pre-dilation. It was reported that all three resolute onyx stents failed to cross/position the lesion due to the tortuosity of the vessel. No excessive force was used during the delivery of the resolute onyx devices. The buddy wire technique was attempted however, the second wire was unable to cross proximally at the lesion. Scoring balloon was not considered due to the ectatic nature of the vessel. A prevail dcb was used as a bailout plan however, this device was also unable to position at the lesion. Finally, the lesion was treated with percutaneous old balloon angioplasty (poba) using a pre-dilation balloon and a 2.75x8mm nc euphora balloon. It was noted during poba that vessel spasm was more intense and required a higher dose of gtn. The patient is alive with no further injury.